Event description:
The customer reported that the unit shows speaker malfunction and no audible tones/alarm heard. It is unknown if the device was in use at time of event, there was no reported patient or user impact.